Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2 country: canada.

Event description:
It was reported that during surgery, the device was catching graft and destroying it. The graft was damaged and they were unable to use that graft. Another graft was taken from the patient prior to this incident. There was possible harm to patient due to the possibility of having to take another graft. There was no operator harm. There was a surgical delay of 5 minutes due to using the other graft and patient was under anesthesia during this delay. Due diligence is complete, no further information is available.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, d9, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record determined that the comb was damaged. Pretest could not be done. The comb was replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information regarding the event.